Manufacturer narrative:
The reported condition was not confirmed. The devive was confirmed for an unrelated condition. The knife shaft was severly twisted and the cutting edge was damaged. This is evidence that the device was applied with an obstruction clamped in the jaws.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.